Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified in common device name and PMA/510k. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4). Journal article citation: luo, j., li, m., zhang, y., wang, h., huang, m., li, z., ¿ jiang, z. (2018). Percutaneous transhepatic intrahepatic portosystemic shunt for variceal bleeding with chronic portal vein occlusion after splenectomy. European radiology, 28(9), 3661¿3668. Doi: 10.1007/s00330-018-5360-z.

Event description:
It was reported in an article from the journal of european radiology titled " percutaneous transhepatic intrahepatic portosystemic shunt for variceal bleeding with chronic portal vein occlusion after splenectomy " that in a retrospective study of 24 patients who received percutaneous transhepatic intrahepatic portosystemic shunt (ptips), 2 patients experienced intra-abdominal haemorrhage within 24 hour after the procedure, and this was treated with medical haemostasis and red blood cell transfusion. Shunt dysfunction occurred in 5 patients: 3 patients underwent shunt revision and 2 patients experienced rebleeding and refused any further therapy. Hepatic encephalopathy occurred in four patients: two patients recovered after receiving medical treatment and one recovered after shunt revision.